Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit was returned connected to the catheter unit. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The burr was microscopically examined. The annulus was inspected and no damage was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that bradycardia occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.5mm rotalink plus was selected to treat the target lesion. When the device was inserted to the target lesion, it was suddenly noted that the patients' ECG became damped and bradycardic. The physician gave 1 vial of atrophine and bradycardia was resolve, while keeping the catheter at very proximal part. Patient became bradycardic again, when the physician advanced the device to the mid rca. So he decided not to ablate the lesion with the device. After the device was removed, patients' ECG was till unstable for awhile and was managed with atropine and dopamine. When the patient became stable, the physician decided to complete the procedure with a staged balloon angioplasty and a promus premier stent implantation. No further patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that bradycardia occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.5mm rotalink¿ plus was selected to treat the target lesion. When the device was inserted to the target lesion, it was suddenly noted that the patients' ECG became damped and bradycardic. The physician gave 1 vial of atrophine and bradycardia was resolve, while keeping the catheter at very proximal part. Patient became bradycardic again, when the physician advanced the device to the mid rca. So he decided not to ablate the lesion with the device. After the device was removed, patients' ECG was till unstable for awhile and was managed with atropine and dopamine. When the patient became stable, the physician decided to complete the procedure with a staged balloon angioplasty and a promus premier stent implantation. No further patient complications were reported and the patient's condition is good.